Event description:
It was reported that the patient had no therapeutic effect; she was seen by her doctor for an increase in medication dosage. She was experiencing back pain and lower abdomen pain. She was taking oral medication. It was also reported that the patient had a new pump and catheter implanted and needed to be titrated. Nine days later, it was reported that the patient had a return of symptoms, withdrawal and nausea. She was in the hospital for four days (no dates provided) during which time she was given dilaudid IV. The report indicated that nothing was done to address problems with the pump. The patient had expressed concern that the drug was not going where it was supposed to and instead was going into the pocket. It was unclear if the hospitalization occurred before or after the new device was implanted. Later that same day, it was reported that the patient was feeling nauseated, had trouble walking and was having pain in her leg. Approximately three weeks later, it was reported that the patient could not find a doctor to care for her and she was considering explant of the pump. Later that same day, it was reported that the patient was getting sicker and sicker and so sick that she couldn't walk. It was also reported that the pump was causing her to be incontinent. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.